Event description:
It was reported that the pt experienced telemetry issues and a possible power on reset (por) condition following a pocket revision to move the pt's implantable neurostimulator into deeper tissue. The surgery was performed as the pt had experienced pain at the original pocket site. It was later reported that the pt's physician could not "locate" the pt's device after it was moved. Thus, it was not possible to program or adjust the device. The MFR rep then interrogated the device, with both the pt programmer and the clinician programmer, and everything was working appropriately. There was no por condition seen. The pt's device was programmed. The pt was doing good.

Manufacturer narrative:
(B)(4).